Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while doing cavotricuspid isthmus (cti) ablation, a steam pop occurred. Then, after ablation on anterior wall mitral line pericardial effusion was observed by the intracardiac ultrasound. Pericardiocentesis was performed in which 1800 cc¿s of fluid were removed from the pericardial space. Patient¿s condition improved and was reported in stable condition after pericardial drainage and was transferred to the cardiac care unit (ccu) for observation. Extended hospitalization was required as a result of the adverse event. Physician causality opinion is that the event was procedure related. Transseptal puncture was done during the case, the transseptal needle brand was not provided. The catheter irrigation was set at 15ml for 40watts. No error messages were observed on any equipment. Visitag was used as force visualization feature. The parameters for stability used with the visitag module were 3mm,3s,25%, 3g, tag size 3. Respiratory gated was used as additional filter with the visitag module. Since the event is life threatening and required medical intervention and extended hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.